Event description:
It was reported that the patient was transported to emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose level rose to 28.7 mmol/l (517 mg/dl), and blood ketone levels reached 4.1 mmol/l while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. The patient subsequently experienced elevated blood glucose level, panic attack, fatigue, and confusion, prompting the patient's wife to call emergency medical services. The pod was removed prior to ambulance arrival and a new pod was successfully applied. The patient was transported by ambulance to aberdeen royal infirmary, foresterhill health campus. Upon evaluation, testing for diabetic ketoacidosis (dka) was reportedly performed and yielded negative results. Prior to emergency room (ER) visit, the patient administered insulin by injection at home per guidance received. During the emergency room (ER) visit, the patient was instructed to administer repeated doses of insulin until blood glucose and ketone levels returned to acceptable levels. An ECG was also performed. The ER visit lasted approximately 12 hours and the patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.